Event description:
The customer obtained a discordant reactive (positive) atellica im rubella igg (rub g) result for a female patient who had previously resulted as non-reactive (negative) with the atellica im rbgii assay. The initial positive result was reported and questioned by the physician as the patient was expected to result as negative. There are no allegations of patient or user intervention or adverse health consequences due to the event.

Manufacturer narrative:
This incident occurred outside the united states (ous). The ous customer reported an observation of a discordant reactive (positive) atellica im rubella igg (rub g) result for a female patient who had previously resulted as non-reactive (negative) with the atellica im rbgii assay. Therefore, the patient was expected to result as negative. Per the interpretation of results section of the assay instructions for use (IFU), "results of this assay should always be interpreted in conjunction with the patient¿s medical history, clinical presentation, and other findings." Siemens is investigating.

Manufacturer narrative:
Siemens investigated an outside of the united states (ous) customer report of a discordant reactive (positive) result with atellica im rubella igg (rub g) on a patient. The customer was transitioning from the atellica im rbgii assay to the atellica im rub g assay and performed a correlation study with 2000 pregnant patient samples. Of these samples, 400 were negative for rbgii and the customer thought it was unusual since the vaccination rate is high. The patient sample was tested and gave a high avidity test result indicating previous seroconversion or vaccination. The cause of the different results on the two atellica im assays is attributed to the differences in the assays format. Rbgii is standardized to who (rub-i1-94), while rub g is traceable to who (rub-i1-94). Rbgii is indirect format with rubella antigen on the solid phase and ae-labeled lgg in lite reagent and does not have an equivocal zone, while rub g assay is an lgg class capture format (sandwich/direct) with lgg on the solid phase and ae-labeled rubella it has an equivocal zone. A product problem was not identified. The customer has transitioned to the atellica im rub g assay and is satisfied with its performance. The customer is operational, and the reported issue was resolved by routine troubleshooting. Siemens filed MDR 1219913-2024-00379 initial report on 08-aug-2024. In section h6 of this report, the investigation finding and conclusion codes were updated based on the investigation results.